Event description:
Report rec'd of no audible alarm tone. During routine preventative maintenance testing by the user facility, the biomedical engineer reported that when the door of the device was open, the pump displayed "door/cassette;" however, there was no audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.